Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to a high-energy treatment tool (high frequency, etc.) Which was used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use in: gastrointestinal videoscope olympus gif-xz1200 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope: inspection of the endoscope. Gastrointestinal videoscope olympus gif-xz1200 operation manual chapter 4 operation: 4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. .

Event description:
It was reported that the subject device exhibited a burnt plastic distal end cover. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy treatment tool (high frequency, etc.) Was used without ensuring a sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from customer.